Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable and device was out of calibration and the motor, reciprocating arm, and bearings were replaced and device recalibrated and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6).

Event description:
It was reported that during instrument check prior to surgery, it was observed that the device needed an unknown repair. No harm or delay were noted. During product evaluation, it was found that the device's motor speed was unstable and the device was out of calibration. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information. There were no adverse events associated with this malfunction.